Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "during the infusion, it is found that there was liquid leakage from the infusion connector. Replace it immediately."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english, "during the infusion, it is found that there was liquid leakage from the infusion connector. Replace it immediately."